Event description:
The customer reported that there was fluid leak of approximately 2 ml from the coulter act diff 12 analyzer during startup. The leak was not contained within the instrument. There were also plt background failures on startup. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found rbc diluent filters (dual diluent filters) empty of diluent and full of air causing probe to drip and plt background counts to fail. The filters were replaced, resolving the leak and background issues. (B)(4).